Manufacturer narrative:
Initial and final (B)(4)- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set was leaking at site events on (B)(6) 2024. The infusion sets has been used for about 12 hours.the blood glucose level was 350 mg/dl at the time of all events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.